Event description:
The customer reported that the 840 ventilator had a blank screen. No pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was recommended to replace the backlight inverter pcb. Covidien was not authorized to service the device.